Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out. Low out of range impedance was noted on the svc coil vector. All other vectors were normal. Programing changes were made. The patient will be followed remotely. The physician is planning to perform a shock test during next follow-up. The patient is stable.